Event description:
Additional information received revealed that the patient underwent generator revision surgery in which the generator was explanted and replaced. The explanted generator has been returned to the manufacturer however product analysis has not been completed at this time.

Event description:
It was reported via clinic notes dated (B)(6) 2011 that a vns patient has seizures almost daily with the frequency increasing over the last 2-3 months. Additionally, the patient's settings had to be adjusted due to voice alteration. The patient's dose of vimpat was increased in response to the seizures. The md states that he believes the seizures may be due to end of service as the patient's device has been implanted for approximately 7 years therefore the patient would be referred for generator revision surgery. Settings were 2.25/30/250/30/1.8/2.5/500/60 and the changes made due to the voice alteration involved decreasing the signal frequency to 25 hz. It is noted that diagnostics performed resulted in a dcdc of 2 with an eri = no. Additional information received revealed that the physician could not related the seizures to baseline levels as he has only seen the patient a few times. There were no reports of trauma or manipulation and the physician believed that vns has worked well for the patient in the past. Based on the length of implant, the physician felt it was best to have the device replaced. The physician could not provide a cause for the increase in seizures.

Event description:
Product analysis of the explanted generator has been completed. Comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the returned generator.